Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received 36 pcs of a competitor's product (368607/500016981) returned from the customer. Received customer picture and customer provided internal assessment/recommendation. We forwarded the complaint and pictures to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batch showed no abnormality which could be related to the reported issue. Needle hubs of retain samples were visually inspected; no abnormality such as damage or molding defect was found. Screwing torque was measured. The maximum torque was 6.1cn·m. All samples were screwed into holder without any problems. In addition, excessive torque was applied until hub was damaged to obtain the breaking torque. The minimum torque was 20.4cn·m. No sample hub was broken easily by screwing into holder. The minimum breaking torque was more than twice the screwing torque. Retain samples were connected to greiner holders and greiner tubes inserted for water sampling. No abnormality such as breakage on needle tube or detachment from screw thread on needle hub was observed. The complaint cannot be determined.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were requested from the customer to be sent to our supplier where we buy the product from. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states needle disconnected from the hub while in patient's vein. They removed needle manually and put in sharps container. The front end needle disconnected when the blood collection tube was pushed on the needle inside the vacutainer [holder]. The back end needle remained in the vacutainer (holder). There was no injury to the phlebotomist. There was no injury to the patient. No picture of the actual needle is provided. The photo is of the box where the customer pulled needle from. Other photos (snug/broken) were from a customer within the (B)(6) health system while providing their own assessment/recommendation.